Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period functional and visual tests were performed. Event history log was downloaded, and occlusion tests were used. The customer problem was replicated through visual tests as a damaged downstream occlusion (dso) sensor was identified. The root cause of the problem was a defective downstream occlusion (dso) sensor and to solve the problem, the dso sensor will be replaced.

Event description:
It was reported that the device exhibited ¿always beeping in occlusion¿. There was unknown patient involvement.